Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the port needle was unpacked, no needle protector was found on the needle. No other information was provided.